Manufacturer narrative:
The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time, this is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015 device evaluation:the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: during investigation, a review of the pump¿s black box showed evidence that several call service alarms (cs 145/cs 147) had occurred due to high force. During testing, the ez-prime steps were performed successfully with no cs 145/cs 147 alarms or other warnings occurring. The pump was found to perform within required specifications. The occlusion issue was shown in the history but was unable to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.